Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the spare lamp of the subject device became lit. The issue was identified when inspected during setup before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac that the spare lamp light had come on. The customer stated that he needed the clv-190 replacement lamp item so he could replace the lamp in this unit. I provided the customer with item maj-1817 and emailed the customer this item and this case for record purposes. The customer was further transferred to customer care to get pricing and availability for the maj-1817. The case is being completed since no further tac assistance is needed. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.